Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 00801803602, cocr femoral head, 60800894; 00771300500, modular femoral stem, 60771620; 00784802301, modular kinectiv neck, 60867802; unk, unknown trilogy cup, unk. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03394, 0001822565-2017-03397, 0001822565-2017-03395.

Event description:
It was reported by the patients legal counsel that the patient's left hip was revised approximately eight years post-implantation due to trochanteric pain, pseudotumor type tissue, left hip trunnionosis, chronic abductor tendon tear, elevated cobalt/chrome levels associated with anterior fluid collection, leg length discrepancy, lack of mobility, disfigurement, scar tissue, and liner wear. The femoral head, femoral neck, and acetabular liner were removed and replaced. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was able to be confirmed via operative notes received. Device history record (DHR) was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.